Event description:
Patient alleged that the charger provided with their biotel connected blood glucose meter got hot and became discolored while charging the device. There was no allegation of serious injury, and no medical attention was sought.

Manufacturer narrative:
The affected device and charger were returned to philips for evaluation. The charger usb-c connector (plugs into device) was found to be melted and discolored and would no longer fit in the device charging port. Testing of the blood glucose meter itself (serial number (B)(6)) demonstrated it maintained a safe temperature while charging and it was found to be unrelated to the excessive heat issue. Investigation found that the charger usb-c connector (plugs into device) had melted due to excessive internal heating. Excessive heating was determined to be caused by ingress of moisture leading to a short.